Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of the investigation.

Event description:
Procedure performed: laparoscopic salpingectomy. Event description: the drawstring completely detached from the bag. In return the bag could not be closed, they opened a second device. Dr. Wanted to guide the kidney into the bag which did happen. However, when dr. Wanted to close the bag the drawstring detached from the bag. Opened up another bag. Only a grasper to guide the kidney into the bag. Intervention: opened up another bag. Patient status: no patient injury reported.